Manufacturer narrative:
Date of event is an unknown date in 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Please note, this device history record (DHR) review is for sterilization procedure only: part: 412.214s; lot: l775220; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: february 16, 2018; expiry date: february 01, 2028. Non-sterile 412.214/l751800 was manufactured in (B)(4); release to warehouse date: january 30, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018 a removal surgery of the femoral neck system was performed due to implant cut-out. Patient was revised to femoral head removal. Patient was originally implanted with a femoral neck system (fns) plate, an unknown bolt, an unknown antirotation screw, and an unknown locking screw on (B)(6) 2018 to treat a proximal femoral fracture. On an unknown date, postoperatively, it was discovered that the implants had cut out due to excessive telescoping and fracture malunion. During the revision procedure, the surgeon had difficulty removing the locking screw. There was less than thirty (30) minutes surgical delay reported. Patient outcome is unknown. This report is for a 5.0mm titanium (ti) locking screw 40mm. This is report 4 of 4 for (B)(4) and captures the cut-out of the implants. The intraoperative event of difficulty removing the locking screw is captured in related complaint (B)(4).